Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing ineffective stimulation. The pt is being treated for complex regional pain syndrome (crps) and was receiving effective coverage, but the coverage has not changed. No additional information is known regarding how the coverage had changed. Additionally, a CT scan indicated the leads may have migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.